Manufacturer narrative:
Field service device evaluation: the field service engineer (fse) went on-site to evaluate the suspect device. The fse cycled the device on and was able to duplicate the reported device behavior. However, the fse also found customer damage to the device from a fall, while removing the device from the device stand. The fse determined that the device would require the complete repair and evaluation at our manufacturing site. At this time, vyaire medical failure analysis laboratory has not received the suspect device/component for evaluation.

Event description:
The customer reported an unresolved autocycling issue, while in patient use on this ventilator device. The customer stated no known patient impact on this event.

Manufacturer narrative:
The vyaire failure analysis (fa) group received the suspect vela vetilator model 16532-00 and serialized (B)(4) for investigation. The fa group performed a visual inspection and found no anomalies. The fa engineer installed the device into a test device and cycle the device on for an extended period, which could not duplicate the reported device behavior. After further evaluation and re-working of the device no problem was detected, related to a component failure. At this time, the reported event was not confirmed and not duplicated. The fa lab was not able to duplicate the reported issue therefore no root cause can be determined.